Manufacturer narrative:
H10: h2, h6. The reported device, intended to be used in treatment, was not returned for evaluation. However, images of the packaging were provided. A relationship between the subject device and the reported event could be determined, based on the images provided. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Without the reported product a visual and functional evaluation cannot be performed; however, customer¿s complaint can be confirmed based on the images provided. The devices that were ordered did match what was received. Factors that could have contributed to the reported event include: ordering the incorrect product. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that when the part number om-8088 was being unpacking, it was noticed that the content did not correspond with the labeling. The box contained the following: 2 pieces of om-8085, 2 pieces of om-8087 and 2 pieces of om-8088, instead of 6 pieces of om-8088. It was also reported that the part number om-8087 had not been imported to russia before. No case or patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.